Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, she inserted the sensor in the arm of her daughter. The mother noticed the sensor wire crumpled underneath the sensor pod between the skin and bottom of sensor pod. She removed the sensor pod and the sensor wire was detached from the sensor pod. Approximately one quarter of an inch of the wire was beneath the skin. The mother reported the sensor wire was intact, and that she removed the entire sensor wire from the insertion site manually. No medical intervention was required. The device was used on a pediatric patient and inserted in the arm. Both the pediatric population and the arm as the site of insertion are outside of the approved labeling for the device. No medical intervention was required. The patient's mother reported that the patient was in fine condition at the time of the report.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of detached sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached wire from sensor pod.